Event description:
Distraction pins were put in place. When attempting to remove the cephalad distraction pin, it sheared off at the bone level. It was felt that the destruction of the bone necessary to remove the broken off piece of the pin was not warranted. The manufacturer's representative was contacted during the procedure.